Manufacturer narrative:
Complaint (B)(4). G2: foreign source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that the patient underwent a pectus bar implantation for funnel chest treatment. Subsequently after hospital discharge, the patient was seen at an outpatient clinic on an unknown date with fever and pleural effusion due to unknown reasons. Patient received steroids and recovered well.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This is a non-sterile product related infection and is not considered a zb issue as it is labeled as nonsterile and presumed to be sterilized and readied elsewhere; therefore, products are not identified as the source or contributing to the reported infection. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d4, g3, g6, h2, h3, h4, h6, h10 and h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 ¿ medical products item# jp-0120, lot# 66720978, flat titanium pectus bar 12in .

Event description:
It is reported that the patient underwent a pectus bar implantation for funnel chest treatment. Subsequently 3 weeks after hospital discharge, the patient was seen at an outpatient clinic with fever and symptoms of infection. Patient received steroids and antibiotics and recovered well.